Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered due to a left ventricular (lv) pacing impedance measurement of 2018 ohms. The measurements will continue to be monitored. The lead remains in service and no adverse patient effects were reported.